Event description:
New information notes that the patient's pacemaker was reprogrammed and left inside their pocket due to concerns regarding their age and non-dependent status. The reprogramming was carried out without issue, and the patient did not experience consequences from the reset session.

Manufacturer narrative:
Further information was requested but it was not recieved.

Event description:
It was reported that a patient presented with their pacemaker in backup vvi mode. No intervention was reported.